Manufacturer narrative:
The insulin pump was received with physical damage and cracked and bleeding lcd glass. Unable to verify button keypad due to display anomaly. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer's insulin pump was dropped and the screen broke as a result. The customer's blood glucose was unknown. The mother stated the insulin pump's tubing got caught on the car door, causing the insulin pump to drop. It was found the insulin pump's screen had purple and black spots. The buttons on the insulin pump was also unresponsive. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.